Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The multi-parameter monitor (mpm16) was being used on an intensive care unit (ICU) patient when it was noted that the screen of the mpm16 was "blank." However, the mpm16 was linked to the philips bedside monitor which did show the readings. There was no harm to the patient. Another monitor was used to replace the mpm16. Patient outcome was good.